Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg was superficial and patient was unable to receive effective therapy. As a result, surgical intervention was undertaken on (B)(6) 2017, wherein the scs ipg was relocated at a new site and effective therapy was established on the left side.